Event description:
Healthcare professional reported "leak left implant." Healthcare professional later reported "textured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.4., d.9., h.2., h.3., h.4., h.6., h.11.

Event description:
Healthcare professional reported "leak left implant." Healthcare professional later reported "textured". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "leak" and textured exchange. Clarification to partial date implant: 2000 was provided.